Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons sometimes and it got shut off without notice. The customer¿s blood glucose level was unknown. Customer also reported failed battery test alarm. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed self test. Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. (B)(4).